Event description:
The customer reported that she was hospitalized for the first week of february (exact dates were not provided). She stated that she was diagnosed with diabetic ketoacidosis (dka) and that her blood glucose was around 700 mg/dl. The customer was treated with an insulin drip. When the pod was removed, it was noticed that the cannula was kinked. The pos was discarded at the hosp.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. See scanned page.